Event description:
While requesting assistance with software upload, customer reported that several error alarms were present in the insulin pump's alarm history. During troubleshooting, the insulin pump passed the self test. Blood glucose level was 399 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.